Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was exhibited for low p and r-wave measurements involving this right atrial (ra) lead. High pacing impedance measurements and loss of capture were also observed on the ra channel. There was no asystole of greater than two seconds noted. The ra lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.